Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery a scratch was noticed on the lens upon insertion. There was patient contact. Additional information has been requested and received stating the lens was cut and removed during the initial procedure and the surgery was completed the same day with same model lens and diopter.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol received in a sample container. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable with a piece missing. No cartridge returned. The reporter states- "the surgeon does not believe that the lens itself was responsible for the event". The complainant indicates the use of cartridge, which is not qualified for use with associated iol diopter. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).